Manufacturer narrative:
Additional information h6, h11. H11: the device was not returned and the serial number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that an unspecified amount of novum iq syringe pumps were not alarming for downstream occlusions and had false downstream occlusion alarms. The settings have been changed to resolve this issue. This was observed during patient infusion. There was no report of patient injury or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.